Event description:
It was reported that when using the bd pyxis¿ es server, machine was stocking out of medications and no information on report of activity at server. Showed connect in health sight viewer and able to remote into it but needed to reload the database as no information was being communicated. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating with the server. The technical support specialist (tss) connected to the station and reviewed the station logs. The station was found to be in retry mode. The tss recovered the data and sent it to the server. After verifying the logs, all data uploads were confirmed as processed. The tss backed up the database, dropped the station database, repaired the station application, and replaced the station database with a new copy. The tss then encrypted the station database and synchronized the station with the server. The system functioned after the technical support specialist troubleshot the device.